Event description:
While pt was siting in dental chair the dental chair broke, and the pt fell. Myself, other staff and 2 other spectators went to her aid to help her up off of the floor. At that time the pt stated that she was having lower back pain. Later that afternoon I called pt to check on her to see how she was doing and pt was in a lot of pain. Her children were there at the time trying to make her seek medical attention. Pt took pain meds and put on pain cream but nothing would stop the pain. I plan to do a f/u call tomorrow to check on the pt.